Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
A farawave catheter was selected for use during the procedure. The patient developed purulent cellulitis in the right groin region, consistent with a postoperative wound infection. The patient was hospitalized from (B)(6) 2025. Additional information revealed that the right groin was accessed using the faradrive device. The patient received zosyn and vancomycin, with blood cultures remaining negative for 48 hours, after which therapy was transitioned to linezolid. The patient is currently doing well, and the cellulitis appeared resolved at the clinic visit on (B)(6) 2025.

Event description:
A farawave nav catheter was selected for use during the procedure. The patient developed purulent cellulitis in the right groin region, consistent with a postoperative wound infection. The patient was hospitalized from (B)(6) 2025 - (B)(6) 2025.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.